Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this defibrillator exhibited infection. The patient was scheduled for lead extraction. The technical support asked if possible to return the product. There is no allegation at this time. There were no additional adverse patient effects reported. At this moment, all available information indicates that this defibrillator remains in service.